Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump malfunction of a cracked shuttle motor collar on channel a was confirmed during product evaluation by baxter service personnel. This condition was attributed to a damaged shuttle motor collar. The pump head module on channel a was replaced to correct this condition. The user interface module master software version for this device is 5.04.00.

Event description:
The facility reported a colleague infusion pump with a malfunction of a cracked shuttle motor collar on channel a. This condition had the potential to interrupt delivery. It is unknown when this condition occurred, however, it was known to have occurred in biomedical services. According to the hospital representative, there was no patient involvement. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. The user interface module software version of this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.